Event description:
It was reported that the electrode had a broken wire.

Manufacturer narrative:
Correction to the initial MDR. The suspect medical device reported in this MDR form should not have been reported on a 3500a MDR form as the malfunction did not lead to a serious injury or death.

Event description:
It was reported that the electrode had a broken wire.